Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
Ths case was received from (B)(4). It was reported that the patient received an allofit-s alloclassic sjell 54/jj 28 mm on (B)(6) 2009. On (B)(6) 2013, the patient suddenly felt pain on his hip. No trauma was reported. On (B)(6) 2013, the patient was diagnosed of a broken ceramic implant. It was not reported what device was broken apart from that the material was a "ceramic". On (B)(6) 2013, the patient underwent revision surgery due to breakage of the ceramic implant. Furthermore, it was also reported that the in-lay and the head were revised (pe-durasul in-lay and metasul head 28mm). From the report received there was no mention of the allofit shell. After proper deliberation of the case, it was decided that the device to be reported should be the (broken) ceramic implant, which has been entered as "ceramic implant generic" and the allofit s-alloclassic shell as associated device.